Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, interrogation revealed inappropriate shocks. The device was reprogrammed and the patient is in stable condition. The physician stated the event was a patient related issue and that device had functioned as intended.